Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage at the insertion site, and the infusion ending by as much as 6 hours to early, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of alaris pump module smartsite infusion sets experienced leakage. The following information was provided by the initial reporter: regarding an issue with bags leaking on the alaris pump. They had emailed the person regarding an issue with bags leaking on the alaris pump. I asked for clarification today and it seems it is some leaking of the bags at the tubing insertion site as well as infusions ending early by as much as 6 hours. In my discussion with them today, they are having issues with specifically fentanyl infusions that are compounded in viaflex bags. They are not having any similar issues with the other infusions they are compounding in these same viaflex bags. I asked them if they noticed these incidences in various parts of the hospital, but the issue seems isolated to their covid unit. I truly do not feel this has anything to do with the alaris system. This seems likely to be an internal diversion issue. Often times, ¿leaking¿ at the tubing insertion site is due to repeated insertion of the tubing. I certainly would never say that directly to a customer, but from my experience in pharmacy operations and as ICU pharmacy lead at upmc, I had seen this first hand. You¿ll see my suggestion below for them to involve ca should these issues happen again. They did tell me they are switching to fentanyl vials and will likely stop using the viaflex bags for fentanyl drips. Do you have item name and lot number? Bag was 100 ml empty viaflex bag (product #b18-5392). Tubing was bd alaris pump infusion set, 2426-0007. Do you know when the incident happen if feasible please provide date (s). (B)(6). Did any adverse effects happen if so any patient identifiers ? ( sex , weight , dob or age). No advers.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of alaris pump module smartsite infusion sets experienced leakage. The following information was provided by the initial reporter: regarding an issue with bags leaking on the alaris pump. They had emailed the person regarding an issue with bags leaking on the alaris pump. I asked for clarification today and it seems it is some leaking of the bags at the tubing insertion site as well as infusions ending early by as much as 6 hours. In my discussion with them today, they are having issues with specifically fentanyl infusions that are compounded in viaflex bags. They are not having any similar issues with the other infusions they are compounding in these same viaflex bags. I asked them if they noticed these incidences in various parts of the hospital, but the issue seems isolated to their covid unit. I truly do not feel this has anything to do with the alaris system. This seems likely to be an internal diversion issue. Often times, ¿leaking¿ at the tubing insertion site is due to repeated insertion of the tubing. I certainly would never say that directly to a customer, but from my experience in pharmacy operations and as ICU pharmacy lead at upmc, I had seen this first hand. You'll see my suggestion below for them to involve ca should these issues happen again. They did tell me they are switching to fentanyl vials and will likely stop using the viaflex bags for fentanyl drips. Do you have item name and lot number? Bag was 100 ml empty viaflex bag (product #b18-5392). Tubing was bd alaris pump infusion set, 2426-0007. Do you know when the incident happen if feasible please provide date (s). (B)(6) 2015. Did any adverse effects happen if so any patient identifiers ? ( sex , weight , dob or age). No adverse events.